Manufacturer narrative:
A series of photos were shared by the customer, where the item and lot information of the tego is shown. However, no physical damage or anomalies are observed. Eighteen (18) used. List #d1000, tego¿ connector were returned for evaluation. As received in 6 out 18 sam ples a torn damage seal was observed in the top and some in the thread post. The probable cause of faulty tego is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A device history lot number was reviewed and no discrepancies, anomalies or nonconformance's were identified that might lead the condition reported by the customer. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.

Event description:
The event occurred on an unspecified date and involved a tego connector where it was reported the device was faulty. There was unknown patient involvement and unknown human harm. Eighteen (18) used. List # d1000, tego¿ connector were returned for evaluation. As received 6 out 18 samples had a torn damage seal that was observed in the top and some in the thread post. This report captures the 6 faulty devices returned for investigation.